Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible infection. Reportedly, the physician initially opted to explant the ICD and this rv lead. However, upon making the incision, it was found that the infection was superficial and did not involve the device pocket. As a result, the system was not explanted. No additional adverse patient effects were reported. This rv lead remains in service.